Manufacturer narrative:
Correction: device manufacturing date now provided. Correction: upon further follow-up, it was reported that the external camera cable was not replaced during the navigation system checkout. The cable was also returned unused. The system was found to be fully functional during system checkout.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the communication cable between the positioning sensor unit (psu) and polaris spectra system control unit (scu) was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the camera of the navigation system was cycling. The representative confirmed that all cables were seated properly. The power cable was then disconnected and reconnected without resolution. The representative confirmed that ndi rev 14 had been run on the unit. There was no patient present when this issue was identified. No additional information was provided.